Event description:
During carotid stenting procedure after attaching catheter to pressure manifold during set-up, aspirated, then noted a crack in the hub of the catheter. There was no harm to the patient.